Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the shaver blade broke during a procedure. Per the xray, there were no pieces left in the patient and the surgery was completed successfully.

Manufacturer narrative:
Gtin: (B)(4). Alleged failure: the broken bit end then dropped into the operative area. The surgeon was able to retrieve the broken piece, and x-ray confirmed there were no other detectable pieces remaining within the wound. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be blade comes contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend / break. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the shaver blade broke during a procedure. Per the xray there were no pieces left in the patient and the surgery was completed successfully.